Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 month following the implant of this transcatheter bioprosthetic valve, a package form was received noting that a second valve was implanted in the patient. The reason for implant was unspecified. No implant date or implant position was listed on the package form, and the serial number of the second valve had also been registered under a different patient. No adverse patient effects were reported.

Event description:
Medtronic received information that approximately 1 month following the implant of this transcatheter bioprosthetic valve, a package form was received noting that a second valve was implanted in the patient. The reason for implant was unspecified. No implant date or implant position was listed on the package form, and the serial number of the second valve had also been registered under a different patient. No adverse patient effects were reported. Additional information was received that confirmed that a second valve was not implanted in the patient.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Coding updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.